Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that a physician questioned results for a pt sample tested using a cell-dyn 1800 analyzer. The pt sample was repeated and also sent out to a reference laboratory for further testing. The customer provided three sets of results for the pt. No treatment was given to the pt based on initially tested incorrect results and there was no impact to pt management reported.